Event description:
It was reported that the ilet displayed a dosing stopped message after the dexcom g6 sensor failed to pair, the system entered blood glucose run mode, and the user did not enter fingerstick values, leading to a reported blood glucose of 409 mg/dl that later decreased following manual fingerstick entry and resumption of insulin delivery. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with subsequent recovery of glucose toward target. Investigation included customer service troubleshooting and user education. Investigation of this case revealed unsuccessful continuous glucose monitor pairing that required reentry of the transmitter serial number and reliance on fingerstick entries, with the user prepared to transition to backup therapy if pairing remained unsuccessful. It was concluded that the event was related to sensor pairing failure and missed fingerstick entries in blood glucose run mode, with device performance restored through user input and pairing attempts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.